Manufacturer narrative:
The following fields were updated due to additional information: d10/d11: concomitant medical products: device available for eval?: yes. D10/d11: concomitant medical products: returned to manufacturer on: 1/4/2021. H.6. Investigation: a 2000e china sample was not available for investigation, however one shengguang jt-5 gravity set was received in sealed packaging to assist the investigation. A visual inspection identified that the product contained an extension set with a needle, this was removed and the gravity infusion set subjected to functional testing with a smartsite from retained bd stock. Functional testing confirmed the customer's experience with flow observed to be restricted. A visual inspection of the male luer of the gravity set identified that the tip had a sharp ring around the edge. A review of the production records for lot 19095979 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note that previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance it was confirmed the connecting male luer had a raised edge.

Event description:
It was reported that 5 ll vlv adpt(stand alone) sets were blocked/occluded during use. The following information was provided by the initial reporter, translated from chinese to english: "pediatrics found not to walk liquid, 5 products".

Manufacturer narrative:
(B)(6) 510k: this is an international code - the model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is 2000e. The 510k number provided in for the domestic similar product. K960280. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 5 ll vlv adpt(stand alone) sets were blocked/occluded during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "pediatrics found not to walk liquid, 5 products"